Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, three episodes with ventricular noise oversensing were observed. The physician decreased the sensitivity and increased the persistence.

Manufacturer narrative:
The device model involved in this MDR report is approved by FDA for marketing in the united states.

Event description:
Reportedly, three episodes with ventricular noise oversensing were observed. The physician decreased the sensitivity and increased the persistence.